Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure the lead was tested several times and poor sensory capture threshold was observed. The lead was replaced and the patient was stable.